Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at the scene of a truck accident. The cause of death was injuries resulting from a truck accident. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was 180 mg/dl on the morning before the accident, but unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was driving a semi truck and went off the road after hitting a culvert, and the truck flipped, slid for several hundred feet, and the customer was partially ejected from the truck. The customer was using sensors. The caller declined to return the insulin pump for analysis.